Event description:
It was reported that four days post implant the patient presented to the hospital with complaint of shortness of breath and chest discomfort. A large left pleural effusion was noted on chest x-ray. The effusion was subsequently drained and found to contain blood making the diagnosis. The patient was transferred to the implanting hospital for further evaluation. No vascular injuries were found. Although no obvious signs of vascular damage were found the hemothorax was felt to be a result of the implant procedure. The leads remain in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.